Event description:
It was reported that right hip revision surgery was performed due to metallosis as indicated by elevated metal ion levels and a grayish cloudy fluid that was aspirated from the hip prior to the revision.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup, hemi head & modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported elevated cobalt levels and intraoperative findings of the dark debris and brown cloudy fluid with possibility of pseudocapsule are consistent with findings associated with metallosis; however, the root cause of the reported elevated cobalt and chromium levels, metallosis, pain, and limited mobility cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.